Event description:
Laryngo-shield produced by general hospital supply has recently been used at our facility and a surgeon has noted more than once that a piece of plastic about 1.5 cm in the airway while doing a tonsillectomy. They appear to tear off of the pie shaped pieces that make up the holes and not noted during intubation. Very dangerous situation that could occlude a child's airway or causes a foreign body in the tracheobronchial tree. Needs to be immediately recalled to help prevent a death. In our patient's because surgery was intraoral; we found them before a patient was injured.